Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump (B)(4) was not pumping the fluids correctly. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00037).

Manufacturer narrative:
The service provider provided the investigation report on 08/31/2021. The actual device was tested. The device failed the flow rate testing. The flow rate deviation was -8.08%, which is outside of the +/-5% specification. The reported issue was confirmed. The last preventative maintenance date for the device was 05/14/2018. The device was past due for the yearly preventative maintenance when the event was reported. The pump was calibrated and tested to meet full specification.